Manufacturer narrative:
Device was not returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition unknown.

Event description:
It was reported that the left gamma nail 13x360 was explanted and right gamma nail 13x360 was implanted.

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. Based on the additional information received, the root cause was attributed to a user related issue, as incorrect implant was selected initially for surgery. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. The operative technique guide instructs user: ¿to facilitate conformity with the human anatomy, the long nail is supplied in a left and right version.¿ the instructions for use states: ¿the correct selection of the fracture fixation appliance is extremely important. Failure to use the appropriate appliance for the fracture condition may accelerate clinical failure. [¿] every implant must be used in the correct anatomic location, consistent with accepted standards of internal fixation.¿ if device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
It was reported that the left gamma nail 13x360 was explanted and right gamma nail 13x360 was implanted.